Event description:
The patient called alleging low readings on the lifescan meter. The patient received a reading of 33 mg/dl and passed out. Less than 10 minutes later, the patient tested on the paramedic's meter and received a 34 mg/dl. No information on whether the patient received any treatment. An hour later the patient was tested on their meter and received a 38 mg/dl. The test strips were in good condition and not expired. The patient had not been cleaning the meter according to the owner's booklet. Cleaning the meter incorrectely can lead to a false blood glucose reading. The technique of applying blood on the test strip was correct. The control solution was opened less than three months. The test strips failed using the control solution twice. The meter, control solution, and test strips were replaced.